Event description:
The customer reported that the device was used during a patient event, and would not switch from lead ii to paddles lead. The patient was monitored in lead ii (via the ECG cable) and shocked using the external paddles. After defibrillation, lead ii showed dashed lines and users immediately switched to the quik-combo electrodes, paddles lead, with the same results. The patient was switched to another lp12 device to continue treatment. The patient was not revived. According to the reporter, the delay in treatment was only seconds and did not affect the patient's outcome. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4). Physio-control's clinical review of the reported event determined that the device use did not contribute to patient outcome. The event record showed that effective defibrillation was provided to patient, and there was no ECG available following defibrillation. Physio evaluated the device and found no failures. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue is unknown.